Manufacturer narrative:
(B)(4). Batch #: u5en8g. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information.

Event description:
It was reported that during the gastric cancer surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.